Event description:
Customer reported an altitude alarm 21 on their pump occurring on multiple days, but the issue was not present at the time of the report. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer cleaned the pump and changed the cartridge, which resumed normal operation. Technical support advised cleaning the speaker holes with a soft brush to prevent future problems, and the resolution was considered successful.